Event description:
Doctor reported that a file separated in the canal during a procedure and that the patient developed a draining fistula. Follow-up treatment is scheduled, though outcome of the event is not known as of this report.